Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
It was reported that a patient implanted with an impella 5.5 had a high purge pressure alarm. No kinks or blockages were visible in the purge line. Lysis was done and the impella ran without issues. The patient survived.

Manufacturer narrative:
The investigation of high purge pressure (hpp) has been completed. The impella device was not returned for evaluation. Data log review showed purge pressure build up within 1 hour with corresponding purge flow decrease. After 24 hours pp high alarms ceased and purge metrics returned to an acceptable range and returned to baseline within 72 hours. The cause of the high purge pressure was most likely biomaterial buildup due to purge pressures increasing and purge flows decreasing over the course of 1 hour. Purge issues resolved after lysis protocol was executed.